Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that, the pt experienced high pump rates (110-120s) for several months while at home. He tried fixed mode but, the pump did not tolerate the lesser rate. The pt recently complained that the battery time was decreased from 4-5 hrs per pair to about 2 hrs. It was discussed with vad coordinator that if bearings fail on a pump, then higher current draw is necessary and therefore, the battery time may be decreased. The pt was brought into the clinic where an echo revealed significant inflow valve regurgitation. The pt was admitted to the hosp and was placed in auto mode. The pt is status 1a and listed as urgent on the transplant list.

Manufacturer narrative:
The pt is listed as status 1a and urgent on the transplant list. No further info is available at this time.